Manufacturer narrative:
During investigation, a review of complaint history, device history record, IFU, qc, specifications and trends was conducted. Based on the information provided, the patient presented emergently with a ruptured aaa from a previously placed zenith graft. The rupture was determined to be due to a type 1 b endoleak. Another manufacturer's iliac leg extension was placed to resolve the endoleak. The patient was sent to the ICU but was still bleeding. The family stopped treatment and called a do not resuscitate, and the patient expired that night. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. No information regarding patient anatomy was provided. No imaging was returned. Without additional information, a definitive root cause cannot be established. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
Add'l info provided on 11/03/2014: the pt expired that night.

Event description:
A (B)(6) yr old male pt came in the emergency dept with abdominal pain. After a cta, the pt was diagnosed with a ruptured his previously placed zenith primary aaa graft; which had placed at another facility on (B)(6) 2012. The physician called another manufacturer's rep due to the fact that the other manufacturer's rep was closer to the facility. The cook rep was not present but was informed that the physician determined the rupture was coming from a type 1b leak. According to the nurses they added another manufacturer's iliac leg extension. The pt then went to the ICU. The pt was still bleeding and the family made the decision to stop treatment and called a do not resuscitate. At the time of this report ((B)(6) 2014), no add'l info has been provided regarding the pt's condition.

Manufacturer narrative:
(B)(4). Event is still under investigation.